Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sesnors were replaced to resolve the reported issue. Block a: patient information could not be obtained due to country privacy laws.

Manufacturer narrative:
A ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4) legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in an error that potentially results in an inability to initiate mechanical ventilation. There was no patient involvement.